Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer reported troubleshoot was done as per under delivering. Customer reported they passed self-test. For displacement, test and high-pressure test customer would call back to helpline, as they do not have clam available with them. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.